Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump became very hot. The reporter indicated that the pump battery compartment was cracked and there was corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was observed to corrosion inside. During testing, the pump was found to power on normally and the pump successfully exercised for 24 hours without overheating or alarming. The pump electrical current draws were tested and were confirmed to be within specifications. A pump leak test found that the pump was leaking from the battery compartment. The pump was opened and evidence of moisture damage was observed on the printed circuit board.